Event description:
Customer reported nurse spiked an IV bag with the set and the tubing came apart "above the clamp." Date of event unk. The set was received for investigation. On 11/19/2008, the investigation was completed and a product malfunction was confirmed. The set was noted to be cleanly separated between tubing and IV spike. Microscopic exam showed insufficient bonding solvent. Incident set was mfg prior to CAPA undertaken approx five months prior, to address same issue due to one sample found during normal production that did not pass retention test.

Manufacturer narrative:
Pt info requested and all available info is included.